Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the femoral provisional shows some small pieces have chipped off the device. The device also exhibits wear signs consistent with usage of device. Device history record (DHR) was reviewed and no discrepancies were found. The lot was manufactured on march 01, 2009 and has therefore been in the field for approximately eleven years and six months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 32-483724; vngd unv cr tib trl 63/67x14 x14mm, lot#: unknown. Item#: 32-483722; vngd unv cr tib trl 63/67x12 x12, lot#: zb161002. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the sales rep during the initial knee procedure, the femoral trial was broken and cutting into the bearing trials. It is unclear when the femoral trial broke.